Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient arrived to the hospital with a heart rate of 30. The device was interrogated and this rv lead exhibited oversensing, intermittent capture at 6.5 v at 1 ms, and low pacing impedance below 200 ohms. The lead was capped and replaced on (B)(6) 2017.